Manufacturer narrative:
The device was returned and evaluated. The transfer set was visually inspected with the naked eye and with magnification. The visual inspection determined that there was loose white residue inside and outside of the tubing, fourier transform infrared spectroscopy determined this material was consistent with a mixture of silicone and calcium stearate. The sample did not meet product specifications related to the report of particulate matter. The reported event was verified, but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the surface of the tube of the transfer set was discolored white and ¿felt powdery¿. During the evaluation, it was determined that there was particulate matter inside of the fluid path (white residue inside of tubing). The transfer set has been in use for two months at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.